Event description:
The svc report shows that while performing an incoming evaluation of the device, the high pressure limit was found to be out of spec. The co svc tech inspected the device and cleaned the plunger seat and o-ring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.